Event description:
The patient reported that the down arrow keypad button is intermittently unresponsive. She confirmed that the keypad is not peeling; stated that the pump is sometimes wiped with a damp cloth; and stated that she wears the pump in her bra.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the down arrow button contact.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.